Event description:
Olympus received a notification of a medwatch report submitted by a customer concerning our olympus balloons. According to the initial reporter, the balloon sprung a leak during a procedure. Reportedly, the customer used 3 additional balloons with the first two failing in a similar fashion. The 4th balloon proved successful in continuing the procedure. There was no patient harm reporting as a result of these failures. This report is related to reports with patient identifiers (B)(6) & (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4)..

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported balloon rupture issue could not be determined, as the device was not returned to olympus for evaluation, however, the balloon is quite thin and easily torn if excessive force is applied to it during attachment for instance. If stretched with finger nails or over stretched with the balloon applicator, the balloon can be damaged. The event may be detected/prevented by following the instructions for use which state: instruction manual (ge5938 bf-uc180f, revision number 31). ·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·the balloon can tear easily, beware of sharp objects. Olympus will continue to monitor field performance for this device.